Event description:
Complaint alleges: it was reported that the balloon was defected. The catheter was out. The patient condition was okay. No patient injury reported.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report.